Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event of stent positioning problem. Reported event of catheter difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 25mm x 120mm wallflex enteral colonic stent was implanted within a cardiac wallstent uni endoprosthesis that had migrated (refer to manufacturer report # 2134265-2014-02790 for the associated event information) in the intrahepatic inferior vena cava, extending near the inferior cavoatrial junction during a procedure on an unknown date. According to the complainant, the wallflex colonic stent was being placed to anchor the cardiac wallstent. The stent was placed as palliative care due to highly advanced metastatic hepatocellular carcinoma with extensive tumor replacement of the liver causing severe compression of the entire intrahepatic inferior vena cava (ivc). During the procedure, the physician deployed the wallflex colonic stent across cardiac wallstent and down further into the ivc. The wallflex colonic stent was positioned well, but was pulled back a little when the delivery system was removed. The stent was left implanted to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. .